Event description:
Boston scientific received information that this patient was smoking marijuana and received anti-tachycardia pacing (atp) with an inappropriate shock followed by six additional shocks which exhausted therapy. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the patient data and confirmed the normal device function per programming. The consultant discussed programming options for this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.